Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the battery handpiece device was leaking and the battery fell out. It was also observed that the device failed pretests for check falling out protection (steal ring) and check for leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device did not work anymore. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.